Event description:
The manufacturer received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer received additional information on 02/08/2023 alleging no visualization of particles and could not breathe.